Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient was presented in clinic for routine follow up, high, out of range, pacing lead impedance was noted. Possible lead fracture was suspected. The lead was capped and replaced. The patient was in stable condition after the event.